Manufacturer narrative:
Facility's administrator was contacted by gambro renal products, clinical services mgr, registered nurse, certified nephrology nurse (cnn) and stated that the pt was feeling had prior to treatment. The pt was complaining of a headache and general malaise. The pt continued to feel "bad" during treatment. Approximately one hour from the end of treatmemt, the pt developed petechiae on her upper chest and arms, but did not have any complaints of itching, at thirty minutes from the end of treatment the pt continued to complain of a headache, but then also complained of back pain. The treatment was the discontinued. The pt was discharged to home following dialysis. Later that evening the pt went to the ER and was admitted for "hemolysis". The pt's hemoglobin was reported to be 6 mg/dl, whereas it had been 12 mg/dl previously. Facility's administrator stated that the pt rec'd a blood transfusion in the hosp for the decreased hemoglobin. The pt remained in the hosp until hosp approximately 2006, when the pt was again dialyzed in the out-pt clinic. The pt was stable. Specific laboratory data was not available to the cut-patient clinic for use in this investigation. The phoenix machine was used for other pt prior to the facility being notified of the diagnosis of hemolysis. A gambro technical services field rep was dispatched to inspect this machine. He performed verifications of calibrations on bicarbonate conductivity, acid conductivity, and temperature. Also tested were the arterial and venous pressure sensors with the technician verifying the calibrations to be within MFR's specifications. A simulated treatment and adr bleach was performed. No problem were found with the machine. The machine was then returned to service and has been used for pt treatments since that date. According to the final clinical investigation report the symptom of petechiae developing on the pt's upper chest and arms is not consistent with hemolysis and may indicate some other systemic medical issue with the pt. There is no evidence that suggest that a gambro product caused or contributed to this incident. An MDR has also been submitted to FDA by the manufacturer of the disposable, gambro renal products, MFR report # 8030638-2006-00009.